Event description:
A male with only slightly tortuous iliac vessels and no extreme anatomy, underwent aaa repair in 2008. The procedure went as labeled, until it was time to push the top cap to expose the top stent. The release wire was loosened without any difficulties, but it was difficult to push the top cap in a proximal direction. There was a lot of friction. Finally the top cap loosened and the top stent released. The patient is fine.

Manufacturer narrative:
Event evaluation: still under investigation.